Event description:
Flowed too fast. Infused in less than 24 hours, but was expected to last 48-50 hours. Will return 18 only, as 2 were filled with chemo drug. Used 4 successfully, but they do not feel comfortable using the remaining units. Date of event: (B)(6) 2010.

Manufacturer narrative:
No sample was rec'd for evaluation and investigation, although reported to be available. Without the actual product, a complete analysis cannot be conducted. When the samples have been rec'd and evaluated, a f/u report will be filed.